Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 1755656: 1 item manufactured and released on (B)(6) 2018. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review.

Event description:
During the primary hip surgery on (B)(6) 2023, when the surgeon was externally rotating the leg in the amis leg positioner, the patient had a tibial spiral fracture. The surgeon continued with the case and it was completed successfully. On (B)(6) 2023, the surgeon implanted a nail to help with the fracture. The surgery was completed successfully. The patient had not been putting any weight on this leg for 2 years. The patient is a smoker aged in late 70's with a small body/stature. Due to her immobility, she had 40 degree flexion contracture. When finishing the acetabulum, doing external rotation, her knee was so stiff and wouldn't rotate and her tibia spiral fracture happened.